Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_unknown_lead, serial # unknown, product type lead; product ID neu_unknown_lead, serial # unknown, product type lead.

Event description:
Information received from the manufacturer¿s representative reported that the patient¿s trial was performed with 2 leads placed. They felt the stimulation and got great coverage in the or although impedances were not checked at this time. In post-op, the representative turned the amplitude up all the way but the patient was unable to feel the stimulation with impedances noted. An impedance check run at 0.7 volts showed all contacts except for 3 contacts, were over 10,000 ohms on the 0-7 lead. The 3 contacts that were under 10,000 ohms were around 9700 ohms. When the impedance check was run at 3.0 volts, the results were similar with all contacts over 40,000 ohms except the contacts on the middle of the left lead (which were around 3900 ohms). The representative changed the external neurostimulator (ens), the multi-lead trailing cable (mltc), and the clinician programmer with no resolution of the issue. The physician then decided to replace the leads. When the new leads were tested intra-operatively, everything was fine. In post-op, the patient felt the stimulation and the impedances remained in range. No product was returned for analysis.